Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship between the returned device and the reported event. During functional evaluation the device was connected to a known good q2 controller and presents an error e-7. The error e-7 was by-passed using a fixture box (p/n (B)(4). And activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and was clogged by dried parts of tissue. A back flush thoroughly cleaned the line and the suction performed as specified. The complaint was verified but the root cause could not be determined with certainty with several root causes that contribute to the reported event. The rf controllers may have been turned off following connection of the wand or source power may have been interrupted prior to wand activation. Other factors that could contribute to the e-7 error include disconnecting the wand from the controller after power has been turned on; previous use or incorrect power cycling of the controller. It is also possible that the suction line became disconnected, suction pressure may have not been enough to excavate blood and tissue, or there was an attempt to excavate large ablated tissue remnants. These factors can cause the tip to clog; therefore, decreasing the functionality of the wand. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure, the device shorted. Backup device was available to complete the procedure. No delay nor patient injuries were reported.